Event description:
It was reported that a patient underwent a large laparoscopic ventral hernia repair on an unknown date and mesh was implanted. Post operatively, a computed axial tomography scan was done and it was found that the mesh appeared to fold over itself into the defect creating a diastasis. The patient experienced pain. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.